Event description:
It was reported that a balloon rupture occurred. A 15mmx2.00mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon ruptured upon first inflation at 8 atmospheres within 10 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications reported and the patient was in good condition after the procedure.